Event description:
A review of the pump history indicated that loss of cartridge detection had occurred, which could not be duplicated during testing. Eval revealed a dislodged display screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen. A review of the pump history indicated that loss of cartridge detection had occurred, which could not be duplicated during testing.